Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed troubleshooting procedures, including cleaning and rebuilding of parts. However, no single part could be determined the cause of the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of tracking and trending of the architect c8000 did not identify any trends associated with the complaint issue. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c8000 processing module for serial (B)(6) was identified.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c8000 processing module for a patient sample that was not reported out of the lab. The following data was provided (customer¿s reference range - 0.66 -1.07 mmol/l): sample ID (B)(6) initial result = 2.451 mmol/l, repeat = 0.744 mmol/l, 0.736 mmol/l, 0.734 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.